Event description:
Following implant, the patient reported very little effect from the pump. Approximately 2 weeks later, a catheter dye study was conducted. The dye study revealed a leak in the catheter at the l2/3 level. When the pump pocket was opened to do the catheter revision, it was revealed that the patient had an infection, so the whole system was removed. There was reported to be no patient injury. The patient recovered without sequela.